Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up clinic visit, loss of capture was noted on the left ventricular lead. There were no adverse consequences for the patient. The lead was explanted and replaced. The patient was stable pre, during, and post-procedure; and discharged the day post-procedure.